Event description:
Boston scientific received information that this patient received inappropriate shocks for supraventricular tachycardia and experienced syncope. It is unknown at this time if the patient's syncope was related to the inappropriate shocks. No changes were made to the device and it continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.